Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera for the navigation system was displaying an intermittent localizer connection error. Disconnection and reconnection of the camera restored functionality. When entering the instrument verification stage, the instruments would not track. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
The polaris spectra system control unit (scu) for the navigation system was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.